Event description:
The device was explanted and it was noted that it was a "normal explant; patient had no problems".

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implanted on: 2005 (B)(6), explanted on: unk. Final analysis of the pump revealed a high battery resistance. Drugs delivered via the pump per analysis were dilaudid, bupivacaine and clonidine. Returned for analysis was also an incomplete catheter (pump connector + proximal segment only), that revealed no anomaly, acceptable catheter testing.